Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl resulting in the customer falling and being taken to the emergency room and then subsequently being admitted into the hospital. Bg cause was not known. Customer was treated with an insulin drip to address bg. Customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.